Manufacturer narrative:
We followed up with the customer and they stated that they could not duplicate the issue and that they have not had further occurrences. The unit has not been returned to us.

Event description:
Imp ref #: (B)(4).